Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed power error. Customer blood glucose reading was 12.9 mmol/l. Troubleshoot was performed. Customer said the internal battery was reset. Customer states the power error occurred twice. Customer will be returning for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for pump error. Power management tool confirms the unloaded voltage loaded voltage are within specs. However, pump error found at formatted history file. Unit had intermittent non-sleep anomaly software error. Unit received with faded serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.